Manufacturer narrative:
(B)(6). During an endovascular procedure, a 4x20mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter ruptured within its nominal pressure after being delivered to an unknown lesion for pre-dilatation. It is unknown how the procedure was completed but it was completed successfully. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17444728 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During an endovascular procedure, a 4mm2cm 80 powerflex pro percutaneous transluminal angioplasty (pta) catheter ruptured within its nominal pressure after being delivered to an unknown lesion for pre-dilatation. It is unknown how the procedure was completed but it was completed successfully. There was no reported patient injury and the device will not be returned for analysis. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown.